Manufacturer narrative:
Device analysis report attached. This report is submitted on june 01, 2023.

Event description:
Per the clinic, the patient developed a bacterial infection at the implant site. The patient was treated with oral and topical antibiotics (specific date and duration not reported) and underwent skin revision under general anaesthesia on (B)(6) 2023, to clear infection; however, this did not alleviate the problem resulting in a decision to explant the device. The device was explanted on (B)(6) 2023. Reimplantation is planned but had not taken place at the time of this report.